Manufacturer narrative:
Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.

Event description:
The recipient is reportedly experiencing balance issues following initial surgery in march. The recipient is presenting with dizziness. The recipient was prescribed medication.

Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. Additional information regarding treatment details were not provided. The recipient's dizziness reportedly improved. The recipient will continue to be monitored by medication. This is the final report. Disclaimer: advanced bionics does not intend that this report be any admission of liability, fault or product defect.